Manufacturer narrative:
Device history record could not be reviewed as a lot code was not provided. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.

Event description:
Consumer reports that twice now, a tampon came apart inside her upon removal with the tampon detaching from the string. The first time she went to the doctor to have pieces removed. This is a non-us product malfunction. This event occurred in (B)(6).